Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous distal left anterior descending artery. The opticross imaging catheter was advanced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, kinking occurred due to angulation when crossing the lesion. Upon withdrawal, it felt like the catheter was twisted. It is unclear whether it was twisted inside the catheter or with the external wire. After that, the ivus catheter no longer fell out of the femoral inlet during removal from the body. Surgical removal was performed, and percutaneous coronary intervention was conducted the following day to complete the procedure with a different device. No patient complications were reported, and the patient remained stable after the procedure.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that sheath was detached from the mount in the telescope section, and the imaging window and drive cable were twisted. It was also observed that the imaging window was kinked at the distal section of the device. Microscopic inspection showed the guidewire exit port and the distal section of the tip were in good condition.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the severely tortuous distal left anterior descending artery. The opticross imaging catheter was advanced over a non-boston scientific guidewire for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, kinking occurred due to angulation when crossing the lesion. Upon withdrawal, it felt like the catheter was twisted. It is unclear whether it was twisted inside the catheter or with the external wire. After that, the ivus catheter no longer fell out of the femoral inlet during removal from the body. Surgical removal was performed, and percutaneous coronary intervention was conducted the following day to complete the procedure with a different device. No patient complications were reported, and the patient remained stable after the procedure.